Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The nc traveler device is not currently commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a heavily calcified de novo left anterior descending artery that is 90% stenosed. The 3.25x08mm nc traveler balloon dilatation catheter met resistance during advancement with anatomy; however, once at the lesion the balloon ruptured during the first inflation at 18 atmospheres. A non-abbott device was used after but had the same issue occur. There was no adverse patient effect and no clinically significant delay. No additional information was provided.